Event description:
Related manufacturer reference number: 2017865-2022-04357. It was reported that the patient's right ventricular and atrial lead were failing to capture and were oversensing noise. Fluoroscopy revealed that both leads were broken. The leads were explanted and replaced with no complications. The patient was discharged post procedure.